Event description:
It was reported that sensing noise and loss of capture were observed on the right ventricular (rv) lead. During revision, lead damage was suspected but was not confirmed visually. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that sensing noise and loss of capture were observed on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.